Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second firing during gastric tube construction on an esophagectomy, the cartridge was unable to be fired. Another cartridge was used, but this was unable to be fired either. Another handle and cartridge were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The loading unit was loaded into a test instrument for functional testing. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.